Event description:
It was reported that during final tightening the screw broke.patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA

Manufacturer narrative:
A visual examination of the returned device confirmed the reported event. The manufacturing record was reviewed and there were no dimensional, functional or material anomalies found in the documentation. The probable underlying root cause for the reported event is excessive torque forces during final tightening of the device on the rods. Under those conditions, the shaft thread would be the region of the instrument with the smallest cross-sectional area and more prone to breakage.